Event description:
The actual residual volume (arv) is less than the expected residual volume (erv). Arv: 5 ml, erv: 10.5 ml. The last refill was their first refill with prialt (they had used other drugs at previous refills). No prior reservoir volume discrepancies were present. The hcp appeared to get all the drug aspirated from the pump as there was good negative pressure and bubbles. Per the reporter there was a possibility they didn¿t refill the pump to full capacity at the last refill 2 months ago. The hcp planned to refill the pump today and increase monitoring of the patient, perhaps, bring the patient back mid-refill interval to check volumes. There were no patient symptoms per the reporter. The pump was used to deliver prialt. The patient outcome was not reported. Further follow-up is being conducted to obtain information. If addition information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).